Event description:
During a meniscal repair procedure both ts deployed at once. Nothing broke off in the patient. Additional devices were on hand to complete the repair. No patient injury or complications resulted.

Manufacturer narrative:
Investigation of the two fast-fix 360 devices were returned for evaluation. Visual inspection of each device confirmed no ts or suture were attached. On each device the actuator is in its t2 pre deployment position indicating a deployment of t1. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).